Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's pump was exchanged due to an infection. Further information was requested but was not provided.

Manufacturer narrative:
Approximate age of device ¿ 60 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). A correlation between the device and the reported infection could not be conclusively determined. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists infection as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: on (B)(6) 2015, patient admitted for fever, chills, sepsis. Patient remains with abdominal wound vac in place. Blood cx and urine sent in the ed and started on vanc and zosyn. Admitted to cticu for vad and sepsis. On arrival patient had high flows and pi events. Started on heparin infusion for vad. On (B)(6) 2015, echo done, ? Thrombus around cannula, and cannula abutting septum. CT chest done; no parenchymal abnormalities within the lungs to explain fever. Mild dependent atelectasis bilaterally; status post median sternotomy and fat placement. Small amount of stranding in the anterior mediastinum, likely post procedural. CT abdomen marked inflammation suggestive of post-operative changes and omental infarction. Blood cultures x 2 positive for (B)(6). Abdominal wound culture positive for (B)(6). On (B)(6) 2015, infectious disease consults done. On (B)(6) 2015, patient taken to operating room for I and d of sternal wound infection. Operative findings: purulence in the anterior mediastenium. Drainage was cultured. The purulence extended under the sternal closure. On (B)(6) 2015, anterior mediastinum drainage culture was positive for staph aureus. On (B)(6) 2015, blood culture done positive for (B)(6). On (B)(6) 2015, the patient has had infection involving the lvad outflow and has undergone debridement and removal of sternal wires. Now with bleeding from wound which may represent erosion into the rv. Plan exploration of wound and possible device exchange. The patient is unlikely to clear infection with the current device and will also need flap closure. Taken to or; exchange of hmii lvad. Removal of infected hmii lvad and insertion of hmii lvad done. Operative findings: multiple mediastinal samples were sent for stat gram stain and they did not reveal any bacteria. While on cpb, the old pump was removed. The pump pocket appeared clean and intraop gram stains were performed which did not reveal any organisms. Therefore, the pump was removed at the level of the inflow elbow. The old inflow elbow was retained a.